Manufacturer narrative:
The insulin pump had a frozen screen on the full segment display due to a faulty component. Unable to confirm the keypad anomaly due to the frozen screen. The unit had a scratched lcd. No keypad anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive buttons. Nothing further was reported.